Event description:
End user reported that she has been experiencing unintended acceleration with her (B)(4) power chair causing the chair to jerk forward. End user was going down a ramp and the chair accelerated, causing the user to steer into the railings to avoid going into the street. User sustained bruising to her legs, no medical attention needed.